Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap and the o-ring for the current cartridge was missing. The customer removed the o-ring from the pneumatic tap and loaded a new cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.